Event description:
A malfunction alarm was reported with a resettable code, and technical support assisted the customer in resetting the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared.